Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act or escape button of insulin pump¿s had to press harder to respond, very difficult to press, insulin pump had cracked near buttons, backlight was dim, insulin pump was harder to read and changing batteries more than once a week. Customer's blood glucose value was unknown. Customer declined to report to 24 hour technical support. The device will not be returned for analysis.